Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the chest incision site. Physician brought the patient into the operating room, repositioned the stimulation lead beneath the tissue, re-sutured, irrigated the chest pocket with antibiotic solution, and closed. Postoperative antibiotics were prescribed after the procedure was completed.